Manufacturer narrative:
The sample has been sent for in house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available.

Event description:
The surgeon reported that part of the trocar became tangled with vitreous. The trocar cannula was removed. No pt injury was reported.